Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site. The patient was initially scheduled for ipg relocation, however upon the ipg being relocated from the chest wall to the scapula, the ipg was misplaced and thrown away. The patient was then implanted with a new ipg and was doing well postoperatively.